Event description:
It was reported that the patient experienced fluctuating blood glucose with alternating highs and lows while using the ilet, with the caregiver attributing recurrent highs to overtreatment of hypoglycemia followed by pump-driven correction leading to subsequent lows; the agent provided education to avoid overtreating lows. Symptoms included hypoglycemia with subsequent hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included troubleshooting and user education focused on hypoglycemia management and correction behaviors. Investigation of this case revealed no device malfunction and suggested user-related overtreatment behavior as a plausible contributor, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.